Event description:
Related manufacturer reference number: (B)(4). It was reported a patient presented for a right ventricular (rv) lead replacement procedure on (B)(6) 2022. The right ventricular lead had poor sensing, high capture thresholds, t-wave oversensing, and an increase in stimulation impedance. During procedure, the screw for the lead would not tighten into the implantable cardioverter defibrillator (ICD) header. The implantable cardioverter defibrillator and the lead were explanted and replaced in the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. Analysis revealed the ventricular set screw was backed out from its thread as a result of unscrewing the set screw too far, which caused it to be unable to engage with a torque driver. When the screw was re-engaged with the connector block, the screw operated normally in affixing the test lead to the header. The set screw anomaly was consistent with having occurred during the procedure.